Manufacturer narrative:
Pump was returned and analysis found pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and pump/motor/gear train anomaly/stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication for use. It was reported that when patient finally went into the pain healthcare professional (hcp) office, they read the logs and saw that his pump was going in and out of motor stall. No environmental/external/patient factors that may have led or contributed to the issue were reported. Logs were read and surgery was scheduled. Surgery to change pump was scheduled for 1/25. At the time of this report, the issue had not resolved and patient status was alive-injury. The rep was not notified of issue with pump until friday evening. No further complications were reported.